Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem, unknown cup. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01714, 0001822565 - 2018 - 01713.

Event description:
It was reported that the patient underwent a revision procedure due to a cystic pseudotumor, osteolysis, alval (aseptic, lymphocytedominated vasculitis-associated lesion) reaction to the metal-on-metal metasul joint, trochanter fracture, pathologic fracture of the pelvic ring, and anterior and posterior pelvic ring fracture. The head had burnishing and polishing related to metal-on-metal wear. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed through operative notes received. Revision operative notes state that the patient had cystic pseudotumor associated to cavitary osteolysis and alval reaction to mom metasul joint. Femoral head had burnishing related to mom wear. Neutral stem was placed with a 0-mm neck and 36mm head placed and found to be functional and supportive with muscle loss around the hip. Patient noted to be under strict anterior and posterior precautions. Review of the device history records identified no deviations or anomalies during manufacturing.. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.